Manufacturer narrative:
The 5max ace was fractured underneath the strain relief approximately 1.1 cm from the hub. The complaint has been evaluated. The complaint indicated that the physician noticed that the 5max ace was kinked in the proximal shaft. The physician continued to use the kinked 5max ace, and noticed that it was fractured. Evaluation of the returned device confirmed a fracture below the strain relief. This type of damage typically occurs due to improper handling during preparation. If the 5max ace is manipulated at an angle during preparation for use, the strain relief may kink due to excess force and bending. Continued use of a kinked 5max ace may likely lead to a complete fracture. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Correction: k133317.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician noticed a kink on the proximal shaft of the 5max ace catheter. The physician decided to use the kinked 5max ace catheter because a replacement was not available. During use, the physician confirmed a leak at the fracture and the 5max ace catheter was removed. The procedure continued successfully using another manufacturer's catheter. There was no report of an adverse effect on the patient.